Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve upon 80% deployment the 26mm valve was deemed too small due to moderate to severe paravalvular leak. The valve was retrieved and withdrawn from the body. A 29mm valve was loaded to a new delivery catheter system (dcs). The load was verified with inspection, tactile feel, and fluoroscopy. Resistance was felt while advancing the device transfemorally over a double curve wire through the calcified aortic arch. Upon deployment, the end cap separated. The valve and dcs were withdrawn from the body. A third dcs was opened and placed on the back table. The blue handle was observed to be separated and the dcs was not used. A fourth dcs was loaded and the valve was implanted successfully. No adverse patient effects were reported.